Manufacturer narrative:
Correction: h3. Yes. H6. Investigation findings: 3252. Investigation concluisions: 61. Device evaluation: visual inspection confirms the event. The tap is missing one of the gash cuts which fractured off at the flutes. The root cause is likely a bending moment during use likely from re-directing the tap trajectory. Review of device history records showed no manufacturing or processing related irregularities. Labeling review: warnings/cautions/precautions: risks identified with the use of these devices, which may require additional surgery, include device component failure, loss of fixation/stabilization, non-union, vertebral fracture, neurological injury, vascular or visceral injury. Possible adverse affects: initial or delayed loosening, disassembly, bending, dislocation, and/or breakage of device components.

Manufacturer narrative:
The device is currently being evaluated. A follow-up report with the results of the investigation will be submitted upon completion.

Event description:
It was reported that the tap has a broken tip.